Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 622 mg/dl at time of incident. Customer also experienced low blood glucose level of 47 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin insulin pump for high blood glucose. The customer stated that the symptoms related to high blood glucose such as difficulty in breathing, raised heart rate and shaking. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did alleged that insulin pump was under delivering. The insulin pump's retainer ring was cracked and loosed. The customer stated that the reservoir was able to lock into place. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover, cracked retainer and broken belt clip rails. (B)(4).